Event description:
It was reported the device pump motor drive phase b post. No patient injury reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device seals were both intact the handle looks slightly scraped, but no other signs of external damage. The battery was completely unplugged. The device history pump motor drive phase b post. Also multiple 'battery communication timeout' alarms. The device was testing using the power up process with battery power only, then ac power. The test found after plugging in the battery pack back in - unable to duplicate 'pump motor phase b post'. Pump only turned on with ac power and immediately alarmed 'battery communication timeout'. The root cause was battery pack was disconnected by customer the tech plugged the battery back in and fully recharged. Performed power up process and all functional tests which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).